Event description:
It was reported to philips that the device has a red x in the ready for use(rfu) indicator, yet there are no error messages. This begun after the fse repaired the device. There was no reported patient involvement/adverse patient impact.